Event description:
This is a spontaneous report by a nurse regarding bacterial peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. During a call with baxter (B)(4), the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. In (B)(6) 2010, a peritoneal effluent culture was performed which was (B)(6). Treatment information was not provided. It was not reported whether peritoneal dialysis therapy was ongoing at the time of the event. The patient was recovering from the event. Per the nurse, the bacterial peritonitis was not related to pd therapy.

Event description:
Beckman coulter inc. (Bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the minicap (gd875567 and gd873919) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.